Event description:
On (B)(6) 2019 a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2026, the patient experienced an immobilized peg tube. A nurse reported that the patient was hospitalized and underwent surgical removal of the peg tube to prevent further complications. The patient did not receive any treatment of antibiotics and no cultures were done. On (B)(6) 2026 the patient recovered and was discharged from the hospital and duodopa therapy was discontinued. No further information was available and physician contact was declined.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Health effect clinical code of e2402 was chosen to capture the event of surgical removal of the immobile peg tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.